Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis. During analysis, the customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. Fluid ingressions were found on the pump by chassis base of the expulsor, downstream occlusion sensor and upstream occlusion sensor. Service recommended an expulsor to be replaced due to fluid ingressions. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that cadd legacy 1 pump failed accuracy by -11.6%. There was no patient involved